Event description:
It was reported that during an unrelated procedure, the patient's right ventricular lead was found to have dislodged. No intervention was reported during the procedure. Examination following the unrelated procedure via x-ray confirmed dislodgement of the lead and loss of capture a high output. No additional electrical malfunction was reported. The lead will continue to be monitored. Later examination noted loss of capture on the right ventricular lead. The physician suspected that the issue was due to medication, but the reason for the ventricular loss of capture was not confirmed. No adverse patient consequences were reported.

Event description:
New information received notes that the x-ray was using during the unrelated procedure to confirm the atrial lead dislodgement, and no further intervention was planned. No issue was alleged on the right ventricular lead.